Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: access site bleeding impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ hemolysis: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the device came out of position and lost placement signal. The fiber optic feature on the cp had malfunction and the pulmonary stenosis was unreliable. Care team monitoring/reviewing placement daily. It was reported that there was oozing and bruising around the groin site. It was recommended to trace the bruise and monitor the site. Angiomax started and purge changed to bicarbonate. The patient was successfully weaned off of support.

Event description:
The us complaint reported that a patient (pt) was placed on impella cp for hemodynamic support. It was reported that the device came out of position and lost placement signal. The fiber optic feature on the cp had malfunction and the ps was unreliable. Care team monitoring/reviewing placement daily. It was reported that there was oozing and bruising around the groin site. It was recommended to trace the bruise and monitor the site. The pt was suspected of having hit. Angiomax started and purge changed to bicarbonate.

Manufacturer narrative:
Data logs showed the placement signal waveform was fluctuating between ventricular and normal for the first few hours of support during the time of the reported hemolysis. About 24 hours into support, the "placement signal not reliable" alarm occurred immediately upon a sudden placement signal spike to 3000; the placement signal does not recover for the remainder of support. All 5s parameters remained out of specification as well. No damage or abnormalities were found on the returned pump. The pump's sensor passed optical continuity testing. When connected to an automated impella controller (aic), the placement signal was within specification and no alarms occurred. In conclusion, it was determined that the cause of the hemolysis was improper positioning and the cause of the optical signal issue was use related. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. G1: corrected mfg. Email address.